Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly, button anomaly, rewind anomaly and bolus anomaly customer's blood glucose at time of incident was unknown. The customer's mother stated that patient released act button and numbers kept ramping up. The customer stated the pump is not dropped and no physical damage, button were not pressed for more than 3 minutes. The customer was unable to clear the alarm. Customer removed the battery and inserted a new battery. The customer was assisted to get settings out of pump and programmed the travel loaner pump. The customer was advised to stop using the oow pump and we will convert the travel loaner pump to a cot loaner pump.